Manufacturer narrative:
A piece of tissue approximately 3 1/4" long was received in a small jar. The sample was inspected and the exact cause of the sample condition could not be determined because sample was discharged from the patient five weeks post-op. The sample appeared to be degraded and did not appear to have been cut with scissors due to the ragged ends where the separation occurred. The condition of the sample prevented a complete evaluation. The product is manufactured using a controlled and validated manufacturing process. The product is terminally sterilized by irradiation and has undergone sterilizaiton validation and dose audit studies in accordance with iso11137. Routine product bioburden monitoring is performed to help safeguard sterility assurance. Product and packaging inspection stages have been implemented in conjunction with a validated process and documented systems to help safeguard and assure product quality.

Event description:
It was reported that a piece of tissue broke off and came out during patient urination. The patient had a sling procedure performed in 2005. The placement of sling went smoothly, although the dissection was challenging due to the patient's size. The patient had a normal post-operative course of antibiotics for one week. Almost immediately post-op, the patient was no longer leaking, was "totally dry" and had no voiding problems. Roughly 5 weeks post-op, the patient went to the bathroom, experienced a small amount of vaginal discharge and saw that a small section of the tissue had fallen into the toilet. She retrieved the piece and took it to the doctor who placed it in formalin to be returned for evaluation. The patient is is still continent. The doctor prescribed antibiotics and requested a follow up visit with the patient next week. No further complications have been reported.